Event description:
It was reported that during reprocessing, customer noted wire is off track on the permanent cautery spatula instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The permanent cautery spatula instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the conductor wire and the cable were on track and undamaged, however the conductor wire showed a small scratch located next to the broken idler pulley. Failure analysis investigation also found ceramic sleeve cracked and broken off about 0.11 x 0.08 on one side, other side is also cracked and showed a small broken piece which measured 0.04. Additionally, the instrument distal pulley displayed damage and was missing a piece. No other damage was found. It was concluded that the damage to the ceramic sleeve and the distal pulley may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.